Event description:
It was reported that the physician wondered if the device met expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary continued: analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.